Event description:
A surgeon reported that the auto stop cock valve failed and an inflow of air was delivered into the pt's eye. The eye was not filled with fluid as was intended. A second infusion tubing set was connected. This tubing set also failed and add'l air was unintentionally delivered to the eye. The surgery was completed successfully using a third tubing set. The surgeon stated this event resulted in prolongation of the surgery and more difficult operating conditions. Consequences for the pt cannot be determined at present, but the surgeon states the incident did not presumably worsen the prognosis. Add'l info was received from the surgeon stating that during vitrectomy, the machine started to pump air in the eye unintentionally. Air bubbles were observed in the eye. A consultant provided add'l info by questionnaire stating the pt's postoperative uncorrected vision is hand motion.

Manufacturer narrative:
A cassette has been returned and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).